Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Cause was not known. Customer consumed glucode tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.